Event description:
Reporter alleged obtaining the result of 325 mg/dl on the advantage system compared back to back with results of 109 mg/dl on the professional system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.